Event description:
Procedure: lap chole pt sex: unk reportedly, the plastic bubble halves dislodged off the trocar during insertion. The clear bubble halves were removed laparoscopically there was no pt injury reported.